Manufacturer narrative:
A philips customer care representative spoke with the customer. There were no audible alarms. The customer shut down system and took out the sound card. The customer made sure edge contacts clean but in the process of doing this they unplugged the dc leads from monitor. When the device booted up, the audio worked. However, when they plugged in the monitor, the sound then went out again. The customer called back to cancel the remote service since they had fixed the issue. No additional information was provided. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that there were audio and visual issues with the system. It is unknown if the device was in use at the time of the event. There was no adverse event reported.